Event description:
Procedure & sex: unk. Reportedly, there was an inadequate sealing which resulted in a small amount of bleeding during cutting of the sealed area. A new piece was used to seal the tissue properly. There was no report of injury.